Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure, (procedure date is unknown.) According to the complainant, post procedure approximately two weeks after the replacement, the button became clogged. The procedure was completed with a new button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation of the device revealed no issues however; there was heavy residue which dislodged during the decontamination process. Button valve was properly attached. A functional check was performed using a 5 cc syringe and water. Water flowed easily through the device. The returned unit was consistent with the complaint incident that the device was blocked/ occluded. It appears the device was not properly flushed after feeding and residue built up and occluded the device. No issue was found with the device itself. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure, (procedure date is unknown.) According to the complainant, post procedure approximately two weeks after the replacement, the button became clogged. The procedure was completed with a new button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).